Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed less than three months remaining from nine months a few months ago. Moreover, it was noted that the device was using 77 percent of power with output at two volts and no atrial tachycardia (at)/ atrial fibrillation (af). To date, no intervention done and device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed less than three months remaining from nine months a few months ago. Moreover, it was noted that the device was using 77 percent of power with output at two volts and no atrial tachycardia (at)/atrial fibrillation (af). To date, no intervention done and device remains in service. Additional information indicated that the device was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed less than three months remaining from nine months a few months ago. Moreover, it was noted that the device was using 77 percent of power with output at two volts and no atrial tachycardia (at)/atrial fibrillation (af). To date, no intervention done and device remains in service. Additional information indicated that the device was explanted and was replaced. No additional adverse patient effects were reported.